Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/02/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown spaceoar was implanted on an unknown date, the hydrogel was visible on a computerized tomography (CT) scan, situated between the prostate and rectum, as well as surrounding the gland circumferentially at the midgland and base. It was suspected that the gel was placed anterior to the denonvillier's fascia. Some of the gel may have extended through the gu diaphragm, but this is uncertain. Despite this, the patient was reported asymptomatic.